Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed unk error messages. Complainant indicated that there was no pt involvement in the reported malfunction. Subsequent biomed testing of the device observed a "pacer fault 02" message in the error log, however the malfunction was unable to be duplicated.

Manufacturer narrative:
Zoll med corp has received the product and will be providing a follow-up report when our investigation is completed.